Event description:
The account alleges that during a peripheral vascular intervention, the catheter tip detached within the patient's lower periphery. The physician had acquired vascular access and during catheter manipulations within the ivc the catheter detached. The physician was able to successfully externalized the foreign body from the patient thus liberating the vessel. No additional patient consequences to report.

Manufacturer narrative:
The account alleges that during a dvt procedure, while acquiring digital subtraction angiograms (dsa), the catheter tip detached. The physician had acquired venous access. During catheter manipulations within the patient's inferior vena cava (ivc) the catheter tip detached and started to migrate. The physician was able to successfully externalized the foreign body from the patient thus liberating the vessel. No additional patient consequences to report.